Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention on (B)(6) 2020 wherein a new ipg was implanted, resolving the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient fell and hit their ipg, after which they did not have stimulation. In turn, surgical intervention was undertaken wherein the ipg was explanted. The leads remain implanted currently.